Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed but no issue identified that required full analysis. Analysis was performed and no anomalies were found. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed ((B)(6)). The pacing system was explanted. No further patient complications have been reported as a result of this event.